Event description:
It was originally reported a generator was replaced due to prophylactic replacement. The generator was returned and underwent product analysis. Due to found disparity is voltage and consumption, a visual assessment of pcba was performed showing contaminates on the trimmed edge of printed circuit board assembly (pcba). Generator failure several post burn electrical tests. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of pcba. Once cleaned all supply current electrical test were within specification, however were not before. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegation of the supply current conditions. Since this device is included in the m106 field action, the device was identified as one that was manufactured using the laser-routing process, which may have led to the premature battery depletion. The device history records were reviewed and confirmed that the device was manufactured when laser-routing was in use (trim test tab 06/15/2015). The device met all specifications for release prior to distribution. No additional relevant information has been received to date.